Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: 17231.

Event description:
A site reported that, during implantation of a light adjustable lens (lal), the lens was inadvertently implanted backwards. The surgeon was able to flip the lal to the correct orientation; however, a capsular bag tear occurred. A vitrectomy was performed, and the lal was subsequently implanted in the sulcus. No additional information has been provided.